Event description:
This is a follow-up to report the information provided indicated the consumer reported the string separated from the tampon upon removal and she also experienced itchiness, irritation, and soreness which went away when she stopped using the tampons. She did not seek medical attention. In addition, this follow-up is to report a change in brand from u by kotex tampons unknown to u by kotex sleek regular tampons.

Manufacturer narrative:
New information: this is a follow-up to report the information provided indicated the consumer reported the string separated from the tampon upon removal and she also experienced itchiness, irritation, and soreness which went away when she stopped using the tampons. She did not seek medical attention. In addition, this follow up is to report a change in brand from u by kotex tampons unknown to u by kotex sleek regular tampons. Report type: follow-up 1.

Manufacturer narrative:
Kimberly-clark was initially alerted on april 2, 2019 however we received sufficient information to enable processing of the event on april 30, 2019. K-c has reached out to the reporter to request further consumer information including product information and situation details. A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated that the consumer reported a tampon came apart upon removal and pieces remained inside the consumer's body.